Event description:
The customer reported that approximately one to two drops of clear fluid leaked from the probe of a coulter ac·t diff 2 analyzer onto the top of sample tubes after a sample run. There were no error messages reported by the customer at the time of the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/05/2015 and found upon arrival to the site that the problem was no longer occurring, however, the fse discovered that the probe wash vacuum tubing going through valve lv8 was crimped and could have sealed shut creating the leak. He replaced the tubing through lv8 to prevent a repeat of the event. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).